Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something event on (B)(6) 2026. Patient experienced bleeding at abdomen. No further information available.